Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The pump bulb has flattened and will not refill which caused the device to gradually stop working over the past months. An appointment for device evaluation has been scheduled.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The patient states that the pump bulb has flattened and will not refill causing the device to gradually stop working over the past moths. An appointment for device evaluation has been scheduled. Several months later a revision surgery was performed. Upon examination the device was found to be cycling properly; however, the tissue around the urethra had atrophied making the cuff too big for patient's anatomy leading to recurring incontinence. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.